Manufacturer narrative:
(B)(4).

Event description:
According to the reporter,during the sleeve gastrectomy procedure at the first usage of the device there was air leak, valve tear, valve deformation. Valve did not get original shape after using with different size tools, deformation was excessive. There is no patient injury or harm. There was no unexpected tissue loss and there was no unexpected blood loss .no piece of the instrument was left in the patient's cavity.